Manufacturer narrative:
Additional information received: d4: lot number:219176 expiration date:16jul2024. B5: patient was prescribed paxlovid after diagnosis. Date of event provided in section b3 is an approximation, was not provided by consumer. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219176 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 219176, test base part number 195-430h/ lot: 216844. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219176 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample. H3 other text : device discarded; single-use device.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses result two (2) of two (2). Confirmation testing via pcr (platform: unknown) was performed at a physician¿s office on an unknown date and generated a positive result. Patient was treated with paxlovid after diagnosis. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Date of event provided in section b3 is an approximation, was not provided by consumer. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : device discarded; single-use device.

Event description:
The consumer reported two (2) false negative results with the binaxnow covid-19 antigen self-test performed on an unknown date. This MFR. Report addresses result two (2) of two (2). Confirmation testing via pcr (platform: unknown) was performed at a physician¿s office on an unknown date and generated a positive result. No additional patient information, including treatment and outcome, was provided.